Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to systemic infection. The patient was stable post-operation.